Event description:
Customer stated that they just replaced their batteries and their meter is not working. They state that the numbers are only half there and the bottom half is missing and that sometimes the meter will not power on. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.